Event description:
At an unknown time, the patient had an acumed acu-loc vdr plate, standard, right implanted. Recently, the plate appeared worn/shredded possibly from the screw head. A revision surgery was required to remove the plate.